Event description:
It was reported to baxter (B)(4) that three half day infusor devices were leaking before use. This is complaint number 2 of 3. The devices had been filled with desferrioxamine when the leaks were observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be a loose blue winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.